Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported experienced the events of "right breast felt like there was pressure¿, ¿had troubles wearing favorite bra because of pain and constant hot feeling which had to cool¿, ¿pain in right breast has worsened¿, ¿started at first with pain only during the time right before period, but now it is about every two weeks¿, ¿pressure near nipple¿ , ¿nipple feels harder¿, ¿nipples were asymmetrical¿, and ¿rupture." Device remains implanted.